Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon stated that this patient had unusually thick stomach, so he chose to use an (B)(4) reload. After firing with reload, the surgeon noted that the staples on the outer row on each side of the cut line did not form, leaving just u-shaped, unformed staples. He fired a second time with a new reload more proximal to the first firing. He had the same non-formed staples pin the outer most rows on each side of the cut line. The surgeon continued proximally with a green reload without incident and did not have any additional incidents in the remainder of the case. This was the first and second firing of the case and the first and second firing of the endocutter. All products were OEM and not reprocessed. The surgeon felt that the failure on the outer line was due entirely to the extreme thickness of the stomach. The surgeon over sewed the two staple lines with no adverse effects on the patient. Two reloads were discarded.